Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 3006705815-2018-00751. It was reported the patient had a csf leak during the scs implant procedure. The patient was provided fluids during the surgery and after the surgery. A blood patch was not done and the patient did not complain of a headache after surgery. At a follow up appointment the patient had no complaints of headache and was getting adequate coverage with the scs system.